Event description:
It was reported that a patient experienced an increased intra-peritoneal volume event during peritoneal dialysis therapy. The patient felt discomfort during a drain cycle and drained 4060 ml of fluid. The patient¿s largest prescribed fill volume is 2500 ml. The patient stated that they would drain slower while lying in bed, but draining would improve when standing. The patient¿s discomfort has since been relieved. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. As the homechoice was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.